Event description:
It was reported that prior to use with 4 trays of bd vacutainer® acd solution a blood collection tubes the tubes were cracked and discolored additive was discovered. The following information was provided by the initial reporter: we found 4 tray in different cas that the inside liquid was drained and discolored.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 14 photos were provided for investigation. The photos were reviewed and the indicated failure mode for glass breakage was observed. The brown substance seen in the photos is the additive that has leaked from a broken tube and dried. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode glass breakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.